Manufacturer narrative:
(B)(4). The returned complaint product was returned and found to be within spec. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The in-process inspection records and final product inspections records confirmed to be within specs. The root cause could not be determined. Internal control numbers: (B)(4).

Event description:
It was reported to an eye care professional that the pt developed a central 4-6 mm corneal ulcer and hyperemia of the conjunctiva in her let eye associated with contact lens wear. According to the medical report, the pt was examined for hyperemia of the conjunctiva, tearing and photophobia. Results of the eval of the pt's eye is documented in the medical report as follows: no tyndall effect, hyperemia of the conjunctiva, corneal ulcer. No infiltrates were observed at that time. Visual acuity was determined as 2/3 for the left eye. The pt was prescribed treatment including exocin and tobrex eye drops to be taken every two hours. Artificial tears (5-6 times per day) and unk cycloplegic medication to be taken every eight hours for three days. On f/u examination, the pt's visual acuity was measured to be 2/3 in her left eye. At another f/u examination at the hospital on (B)(6) 2011, it was determined that the cornea was transparent and there was positive fluorescein staining for epithelial defects in her left eye. The pt was prescribed treatment with exocin eye drops to be taken every 6 hours for 4-5 days. According to the info received from the eye care professional on (B)(6) 2012, the pt has recovered.